Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported experiencing blurry images with all endoscopes connected to an olympus video system center. No patient injuries were reported.